Manufacturer narrative:
Date recv'd by MFR: (B)(6) 2020. Due to the device being out of warranty, the customer refused to service their device with philips and resolved the issue on their own. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
The customer reported that the device had touchscreen failure. The device was in clinical use at the time the issue was discovered, but there was no patient or user harm reported.